Event description:
During a routine cardiac catheterization guide wire tip broke off into coronary artery. Root cause analysis revealed no extra force usual contributing factors other than equipment failure. Patient had to be transferred to the ICU and returned to cath lab so the procedure was bale to completed. The tip of the wire was left in the patient since removal could cause damage to the heart. FDA safety report ID # (B)(4).